Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) for a low blood glucose (bg) below 30 mg/dl. Reportedly, the customer believes the pump delivered a bolus without user input. Food and glucose were provided to treat bg level. Additionally, a CT scan and urinalysis were performed while in the ER. Reportedly, the customer was feeling groggy, exhausted, and had a headache when leaving the ER and bg had increased to 180 mg/dl.